Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when a drop in r wave sensing and high capture thresholds were observed. An x-ray showed the lead was dislodged. The lead was subsequently explanted and replaced when repositioning was not successful. The patient condition was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.